Manufacturer narrative:
Reference number: 1221359-2021-02150, 1221359-2021-02151. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
It was reported the customer received three (3) false positive results with the idnow covid-19 assay performed on various dates. This report is one (1) of three (3). It was reported the customer received a false positive result with the idnow covid-19 assay performed on (B)(6) 2021 on nasopharyngeal swab. Repeat testing was performed on the the ID now same reagent lot and generated negative result. Pcr confirmation testing on nasal swabs with panther molecular platform generated negative result. The customer stated patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.